Event description:
It was reported that during a superficial femoral artery (sfa) reconstruction treatment procedure, the stent was "stuck on (guidewire)." The physician used a "right femoral access with arm up and over sheath to the left sfa. Six french sheath. Had a .014 wire trying to advance sentinol stent up and over wire. Wire had been previously kinked. Trying to advance through a very calcified area to stent distal to it. Did not have enough support so switched to (another) wire (.035) to more support and continued to push. Could not get through, trying to remove stent then realized stuck on wire. Pulled out stent and wire together and disregarded. Recrossed with same size devices." The physician reported "that the wire was kinked." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The current pt condition is reported as "ok."

Manufacturer narrative:
The device has been rec'd for analysis, but requires add'l investigation, which is not complete at this time.